Manufacturer narrative:
The company representative investigated the anesthesia workstation at the hospital. Nothing was found that would explain the reported issue. During a system check out performed during the investigation, a power fail indicator pointing at an issue with the monitoring subsystem pc board was triggered. The monitoring subsystem pc board was replaced as per recommendations in the service manual. The anesthesia workstation was returned to clinical use. The replaced monitoring subsystem pc board was returned together with a set of device logs from the event. The logs confirm the events with high pressure alarms and the a power fail indication of the monitoring subsystem pc board but the logs do not explain why the alarms were generated. The investigation of the returned monitoring subsystem pc board could not reproduce the any of the reported issue. Although the cause of the reported findings of clinical alarms including high pressure alarms in the log has not with certainty been determined, we can conclude that the airway pressure: high alarms result in the activation (opening) of the fresh gas safety valve and will automatically force the system into its expiratory state. Based on the above, we have not been able to determine the cause of the reported issues.

Event description:
Manufacturer's ref #: 1912mcc1228.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
The anesthesia workstation generated high pressure alarms during patient treatment. There was no patient harm. Manufacturer's ref #: (B)(4).